Event description:
It was reported that during an unknown procedure, the product packaging was inspected and a long (human) hair was seen to be inside. The packaging was not opened. The procedure was carried out using another device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Package had visible hair inside the package and was across the path of the seal causing a break in the sterile barrier of the package.